Event description:
A surgeon performed an intraocular lens exchange due to a pt's complaints of glare. The pt's symptoms began immediately after the initial implant surgery. The glare resolved following the lens exchange.